Event description:
(B)(4). Severe pain on insert. From there I developed painful periods, stabbing pain in the vagina during period, sex, and mid-cycle. Back pain before and during period. Very heavy periods compared to prior periods. I go through 1 heavy tampon every hour and usually bleed through. Iron deficiency anemia. Rosacea started about 4 months after placement and nothing has helped. I've become sensitive to silver and I have always been sensitive to nickel but it worsened. Now if I put nickel on my skin I have an immediate dermatitis reaction that takes days to go away. Constant headaches and poor memory. My device was provided by (B)(6). I have also developed low vit d, b12 anemia, and am unable to gain weight. Joint and muscle pain. Extreme fatigue and my temperature runs 99.5 on average.

Event description:
(B)(4). Had essure removed on (B)(6) 2017 via a bi-lateral salpingectomy and complete hysterectomy. Immediately after surgery, I saw a dramatic reduction of face inflammation. My eyes aren't as sensitive as my rosacea was on both face and in eyes. My daily body temperature is no longer elevated but back to my normal 98. My daily headaches are gone and im slowly seeing my memory and brain fog improve. My mood swings are gone, even though my doctor says my ovaries would go into shock and my moods would suffer, I have had no depression, no mood swings, and have been in better spirits than I can remember since removal. Although I know I have a long way to go still to recover, I'm so glad I went ahead with the surgery to remove essure.

Event description:
(B)(4) on (B)(6), I had to go back in for surgery to repair my vaginal cuff due to slow healing.